Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory the lead break or fracture allegation was confirmed based on the lead body insulation being torn apart or separated at the distal end. The conductor was intact but stretched. The impact code was addressed with the same coding as insulation torn apart or separated issue.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to break or fracture. The lead was never in service. No adverse patient effects were reported. Additional information was received indicating that the lead was returned and was analyzed by the post market quality assurance laboratory.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to break or fracture. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.